Event description:
It was reported that the right ventricular (rv) lead had dislodged shortly after implant. The lead had no v-pacing capture. A chest x-ray was performed and confirmed the lead was significantly withdrawn. During a revision procedure, it was confirmed that the lead had completely dislodged. The lead was repositioned successfully. There were no adverse patient effects reported.